Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure to correct stress urinary incontinence performed on (B)(6) 2013. According to the complainant, during the procedure, an unintended release of the carrier from the shaft assembly occurred. The procedure was completed with another solyx single incision sling system. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure to correct stress urinary incontinence performed on (B)(6), 2013. According to the complainant, during the procedure, an unintended release of the carrier from the shaft assembly occurred. The procedure was completed with another solyx single incision sling system. No patient complications were reported as a result of this event. Additional information december 3, 2013. On (B)(6), 2013, the patient underwent anterior and posterior colporrhaphy with successful uphold lite placement, enterocele repair, uterine suspension, and received a solyx single incision sling for stress urinary incontinence. The solyx mesh was attached to the trocar and embedded into the right and left obturator internus muscle. However, before it could be properly placed, it detached from the trocar. As the sling was too loose, the mesh was removed and a second solyx single incision sling system was opened. The second solyx mesh was placed and showed the sling flush against the urethra without any impingement. The subject was discharged on (B)(6), 2013.